Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set adhesive issue on (B)(6) 2026.the patient reported infusion set tape was not sticking no further information is available.